Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. The returned generator was powered up and the unit completed the post (power on self test) successfully and the screen display came up normally. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance and temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. Rf energy output was measured during ablation testing and no anomalies were identified throughout investigation as rf output was correctly displayed and measured over an extensive test period. Review of the attached system log files provided inconclusive data as no anomalies were found for the reported event date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. Based on the information provided to abbott and the investigation performed, the cause of the reported temperature problem and subsequent delay could not be determined.

Event description:
During a supraventricular tachycardia procedure, the temperature of the catheter increased without ablation and troubleshooting was performed which caused a delay. During ablation, the temperature rose to > 55 degrees and ablation was not possible. Different places were tried with the same result. The catheter was exchanged to an irrigated device which helped a bit. However, the generator was replaced to complete the procedure with no consequences to the patient.